Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2024-00152, 3013886523-2024-00153. A facility reported a cerelink microsensor (ID 826851) was implanted on (B)(6) 2024 and was used with the cerelink cable (ID (B)(6) ) for intracranial pressure (icp) monitoring. It was stated that they were getting a sensor/cable failure message. The icp went from 18 to 150, then the error message appeared. The reference lead was attached and was instructed to move and replace the electrocardiogram (ECG) patch, so that the lead would peel away or come off. The sensor had been in use for approximately 10 hours and was alarming for 10-15 minutes. The cerelink monitor (ID 826850) and extension cable were switched out and disconnected the sensor for 30 minutes. They attempted it again, but the error remained. On (B)(6) 2024, the sensor was removed and replaced. The patient is in a critical condition.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink monitor (ID 826820) was returned for evaluation. Device history record (DHR) - the batch records were reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis - during service, the icp cable has been removed from the icp connector. The cerelink has been tested and passed all tests and checks. Root cause analysis - incoming inspection revealed, duplicated the problem -monitor not being able to zero because the icp extension cable was not properly connected to icp connector. It was difficult to remove it, and it was not possible to zero the unit.

Event description:
N/a.